Manufacturer narrative:
E1:. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, capsular contracture, baker grade I.

Event description:
Healthcare professional reported, an unknown side rupture. Confirmed via MRI. Patient later reported, right side rupture and pain. Healthcare professional, later reported, capsular contracture, baker grade I. Device remains implanted.